Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed. Method & results: -product evaluation and results: visual inspection: visual inspection of the returned device indicated that the stem is fractured at the neck. Additional abrasion-like damage is observed along the body of the stem. Material analysis: a material analysis was performed and indicated the following: "plastic surface damage consistent with micro-motion1 at the stem-cement interface was observed on the medial surface of the stem. This abrasion from surgical cement is indicative of cyclic stress-strain on the stem. Fatigue mode fracture propagation was seen in high magnification images consistent with those cyclic stresses. The fracture likely initiated at a lateral corner edge of the implant assist feature, then propagated medially. The stem alloy is that which was designated on the drawing. No material non-conformances, nor manufacturing defects were found on any surfaces investigated here.". -clinician review: a review of the provided medical information by a clinical consultant indicated: "I have had the opportunity to review the information. The information was quite limited and included the per, preoperative x-rays and postoperative x-rays. There is not enough information available to perform a formal review. The nature of the complaint was sudden onset of pain without inciting trauma. Pre-operative imaging demonstrates a fracture at the superolateral aspect of the stem. Postoperative imaging confirms the stem was revised to another cemented exeter stem." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fracture of the exeter stem. No patient trauma events were reported. Visual inspection of the returned device indicated that the stem is fractured at the neck. Additional abrasion-like damage is observed along the body of the stem. A material analysis was performed and indicated the following: "plastic surface damage consistent with micro-motion1 at the stem-cement interface was observed on the medial surface of the stem. This abrasion from surgical cement is indicative of cyclic stress-strain on the stem. Fatigue mode fracture propagation was seen in high magnification images consistent with those cyclic stresses. The fracture likely initiated at a lateral corner edge of the implant assist feature, then propagated medially. The stem alloy is that which was designated on the drawing. No material non-conformances, nor manufacturing defects were found on any surfaces investigated here." A review of the provided x-ray images also confirmed the event. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It has been reported "implant revised due to implant breakage. No trauma, sudden pain."

Manufacturer narrative:
Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It has been reported "implant revised due to implant breakage. No trauma, sudden pain."